Event description:
The patient¿s pump had been empty since last (B)(6). A roller study procedure was planned. No additional information was provided regarding the patient, devices, or the event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. Product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information later received the pump was used to deliver saline. There were no patient symptoms related to the event. The cause of the missed refill was the patient was not going to their doctor anymore. The patient was released and no longer a patient.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).